Event description:
A customer reported experiencing a past high blood glucose event with the specific value displayed as "high." Cause was not known. To resolve the high blood glucose issue, the customer used both an insulin injection and a bolus. Technical support advised the customer to consult their healthcare provider to discuss possible factors affecting their blood glucose levels, and the customer acknowledged this recommendation.